Event description:
It was reported that there was a battery depletion (bd) alert for the subcutaneous implantable cardioverter defibrillator (subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was depleting prematurely. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was a battery depletion (bd) alert for the subcutaneous implantable cardioverter defibrillator (subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) performed a data analysis and found that the device was depleting prematurely. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.